Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.

Event description:
Dealer states that the frame where the seat post bolts into has been worn out to the point that the seat wobbles now.